Event description:
Caller reported a malfunction on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if any malfunction code returns.